Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that the patient had their first surgery when they did the device replacement on (B)(6) 2017. Afterwards, they found out that the leads were not connected or connecting, per the consumers description. No further complications were reported/anticipated.

Manufacturer narrative:
Additional information that was reviewed determined that (B)(4) is no longer applicable to the event. The main component of the system and other applicable components are:product ID: 435135, (B)(4) implanted: (B)(6)2010 explanted: (B)(6)2017 product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep reported the patient had a prior abdominal surgical procedure and the leads were possibly damaged or moved during that procedure. The disconnected lead was then replaced on (B)(6)2017. The impedance test was run and showed a normal reading (in 500ohm range). It was noted that the issue had been resolved. Further clarification from the rep confirmed that the patient had a device replacement on (B)(6)2017 for normal battery depletion. Afterwards, the patient had an abdominal surgery in which they think damaged or moved the leads. The rep was not sure who did the surgery or exactly when it occurred, as they were not present and it was not done by the implanting physician. They stated they did not think it was related to the device or therapy. The patient then had their lead changed out on (B)(6)2017. The rep did not have any further information regarding the event. No further complications were reported/anticipated.